Event description:
It was reported that during a procedure, a black substance came out of tip of the handpiece and entered the wound site. The substance was irrigated with saline and the procedure was completed successfully.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. According to the investigation details and service notes, there was corrosion present within the head assembly which has cleaned and removed and the o-ring and boot were worn and needed replacing. The handpiece has since been returned to the customer.